Event description:
A patient's heart rate decreased, and pt became bradycardiac and eventually went into asystole. The staff were in the conference room receiving a report during the event and none of the nurses pagers alarmed for the arrest. The medical shift coordinator was at the central station and heard the alarm, checked the patient and called a code. Resuscitation was successful and the patient was transferred to the medical intensive care unit.

Event description:
Add'l info rec'd from MFR 6/30/04: the brand name is cic. The type of device is a central station monitor. The customer states per the mandatory medwatch report dated 04/01/2004: "a pt's heart rate decreased, and became bradycardic and eventually went into asystole. The staff were in the conference room receiving a report during the event and none of the nurses pagers alarmed for the arrest. The medical shift corrdinator was at the central station and heard the alarm, checked the pt and called a code. Resuscitation was successful and the pt was transferred to the micu. Twenty three days later, all pagers responded properly to test signals; could not duplicate incident". The customeer provided log files from the adu for analysis. The MFR reviewed the adu log files and noted that the adu appears to have functioned normally as it logged alarms through the day. The logs contain the alarms that were processed by the adu for all of the pts on that day. There is no indication in the logs that there was any trouble communicating with the paging system base transmitter. If the pager was disconnected or not communicating properly, there would have been either a "comm" or "protocol" message appended to the log entry corresponding to the alarm that triggered the attempted page. There were no entries in the log files for event date that had either of these messages, indicating that the pager was connected properly and was communicating. There were no pt graph strips available for review. The customer did not provide log files from the cic. Both pieces of info would have been beneficial to this analysis.